Event description:
The patient was randomized to IV tpa (tissue plasminogen activator) + solitaire fr and treated. Within 48 hours post procedure, the patient had a hemorrhagic transformation which was considered procedure related. The cec (clinical events committee) considers all hemorrhagic transformations in sfr (solitaire fr) arm occurring within first 48 hours to be attributed to the index procedure/treatment since recanalization is the prerequisite for the hemorrhagic transformation and was more likely achieved by the procedure rather than the IV t-pa; therefore, the event was adjudicated by the cec on (B)(6) 2015 and found to have new ae of hemorrhagic infarction 2 (h12) however, the cec cannot exclude some contribution from the tpa. The cec has selected the 90d visit date as the date of resolution based on the expected temporal resolution of any hemorrhages; therefore, the ae was considered to be resolved on (B)(6) 2014. The cec cannot differentiate between the residual deficits being the result of ht (hemorrhagic transformation) or large infarct. (B)(6) 2015 the event was a radiological finding and no relationship to study device was ascertained. The event date is generally considered to be related to revascularization injuries hence procedure/treatment related. The patient had no reports of signs or symptoms related to this adverse event , it was merely a new radiological finding. On the 90 day visit, the patient¿s condition was nih (national institute of health) score was 0 and the mrs (modified rankin score) was 0.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).

Manufacturer narrative:
Additional information: the patient was reported to have experienced vasospasms during the initial procedure ((B)(6) 2014). The vasospasms were treated with milrinone. Reference (B)(4) follow up 1.